Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The intermittent audio condition was confirmed through baxter's functionality testing, as well as through the device investigation. The impedance of the speaker was measured and determined to be above specification due to a failed speaker. The rear case (including the speaker) was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had intermittent audio function. There was no patient involvement.